Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 22.8 centimeters (cm) from the is-1 terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, noise and oversensing that resulted in inappropriate shock therapy. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that a lead fracture was visually observed and a stylet was unable to be passed through the location of the lead where the fracture was noted. The lead was cut during explant and was not able to be tested on a pacing system analyzer (psa). Lead to device header connections were verified to be appropriate.